Event description:
The patient was revised at about 1 year and 8 months post primary for tibial tray loosening. All the implants were exchanged to a competitor semi-constrained system. No cement found under the tibial implant.

Manufacturer narrative:
Batch review performed on 13 december 2023: lot 2114774: (B)(4) items manufactured and released on 14-feb-2022. Expiration date: 2027-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Preliminary investigation performed by r&d project manager: from preliminary investigation based on the pictures of the removed components, no residual cement can be noted on the distal surface of tibial baseplate and on the internal surfaces of the femoral component. Poor interdigitation between cement and implant can be related to multiple factors, most likely not implant related (such as cementation process, temperature, time, presence of fluids on the surfaces of cement interface) absence of cement, is not an evidence of a faulty device. From preliminary investigation, there is no evidence that the event is related to a faulty device.